Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
After the case, the field service engineer (fse) uploaded the post-op CT from pacs and merged the image with the pre-op CT and took a look at the trajectories that were just placed in the case. The fse noticed that trajectories were approximately 2-4 mm off from the planned placement. (The surgeon hasn't looked at this yet as she immediately went to another case right after). The fse sent an email to the surgeons with this information and is waiting to hear back from them. Laser registration was performed ¿ according to the rosanna log files the final error was 0.419, so the trajectories are off by more than expected. The patient was a (B)(6) y/o positioned laterally. The positioning took a lot of time and creativity from the surgical team ¿ they used bolsters, towels, etc. To get the patient in the right position. After registration, we drove to a few trajectories and marked them. Then, they moved the patient¿s shoulder slightly because it was in an awkward position ¿ the fse told them to be very careful to not move the head (in the mayfield). They drove back to one of the points after the repositioning and it looked like the marked point could have shifted 1-2 mm over, but the surgeons wanted to continue with the procedure.

Event description:
After the case, the field service engineer (fse) uploaded the post-op CT from pacs and merged the image with the pre-op CT and took a look at the trajectories that were just placed in the case. The fse noticed that trajectories were approximately 2-4 mm off from the planned placement. (The surgeon hasn't looked at this yet as she immediately went to another case right after). The fse sent an email to the surgeons with this information and is waiting to hear back from them. Laser registration was performed ¿ according to the (B)(6) log files the final error was 0.419, so the trajectories are off by more than expected. The patient was a 6 y/o positioned laterally. The positioning took a lot of time and creativity from the surgical team / they used bolsters, towels, etc. To get the patient in the right position. After registration, we drove to a few trajectories and marked them. Then, they moved the patient¿s shoulder slightly because it was in an awkward position / the fse told them to be very careful to not move the head (in the mayfield). They drove back to one of the points after the repositioning and it looked like the marked point could have shifted 1-2 mm over, but the surgeons wanted to continue with the procedure.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the twenty electrodes implanted were all positioned inaccurately at the entry point. The deviation analysis shows that the shift is global and as the error is homogeneous. After the registration, the patient¿s shoulder was repositioned. The surgeon decided to resume the procedure although a small shift was detected through the verification of the entry points. It is the most probable cause for the inaccuracy observed in this case. Corrected data: b4 date of this report, g4 date received by manufacturer, h2 if follow-up, what type, h3 device evaluated by manufacturer, h6 event problem and evaluation codes.